Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 088 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated during the actual testing. The review of the black box data and the alarm history showed a call service alarm 088 occurrence on a single date. During the actual testing, the ez-prime steps were performed correctly with no call service alarm occurrences. Upon removal of the pump cover, no intermittent condition was found to the printed circuit board or to the cgm (continuous glucose monitoring) module.